Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) screen went black all of a sudden and it will not come back on. She was monitoring 13 patients. No missed alarms. During the downtime, they were still able to monitor patients at bedside monitors. The issue was a defective power cord which prevented the cns from powering on. The ups right battery indicator being empty prevented the cns display that was plugged into it from powering on. The customer biomedical engineer (bme) later stated that the issue was resolved by replacing the defective ups. No patient harm was reported. The customer provided complaint details, but they did not provide additional device information as requested. Bedside monitor(s) model: ni. Sn: ni.

Event description:
The monitor tech reported that the central nurse's station (cns) screen went black all of a sudden and it will not come back on. She was monitoring 13 patients. No missed alarms. During the downtime, they were still able to monitor patients at bedside monitors. The issue was a defective power cord which prevented the cns from powering on. The ups right battery indicator being empty prevented the cns display that was plugged into it from powering on. The customer biomedical engineer (bme) later stated that the issue was resolved by replacing the defective ups. No patient harm was reported.